Event description:
Complainant alleged that the cath lab clinicians were implanting a temporary transveneous pacemaker in a pt, when the pt presented a ventricular tachycardia heart rhythm. The clinicians then attempted to defibrillate the pt at 50 joules, but the device failed to discharge. Another clinician then arrived in the room and observed that there had been no gel applied to the paddles. Gel pads were then applied to the pt, and the joule energy setting was increased to 120 joules. The clinician then successfully defibrillated the pt at 120 joules, using the gel pads and paddles with the device. The pt's heart rhythm was then converted to a normal sinus rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the event, the clinicians were unable to duplicate the malfunction, and the device passed all testing.